Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported complaint. The instrument was found to have a damaged conductor wire. The insulation was broken causing the electrical wires to be exposed. A piece of the insulation measuring 0.026¿ x 0.037", was broken off. The electrical continuity test passed but there was no sign of arcing. The root cause of this failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the fenestrated bipolar forceps instrument (part# 471205-17/ lot# n11200810 / sequence# 0016) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2021 on system serial# (B)(4) with 4 uses remaining. Based on this review, the instrument was not used in subsequent procedure(s) after the alleged event reported on this record. No image or video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis investigations, this complaint is being reported as a reportable malfunction due to the following conclusion: the instrument had conductor wire damage with no evidence of user mishandling or misuse. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no reported harm or injury to a patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. .

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a frayed wire. There was no report of patient involvement. Per subsequent follow-up received from the initial reporter (strategic source agent) on 03-sep-2021, the central sterile supervisor had stated that the instrument was inspected by the central sterile technician sometime after the completion of the last procedure, and the frayed wire was noted. The issue was identified prior to reprocessing the instrument. The patient-related information was not available. No further information was provided.